Event description:
The pump was returned for mechanical hardware failure (av sticky valve). Fva output pin was not functioning properly (not in out position after start up self test). Performed mock infusion and log files indicated mechanical hardware failure (av sticky valve). Removed fva assembly and found debris on fva pins. Cleaned fva pins and fva assembly cycled without error. Ground connections are braided wire versus insulated wire. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further evaluation and will be replaced with new batteries. Fva lip seals, grounding wires, and battery packs (counter reset) will be removed and replaced during repair process. No other damage found.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "pump stopped. Staff says screen displayed service needed and turned off. Norepinephrine was running." Drug name: norepinephrine. Active infusion stopped: yes. "The staff was able to respond to the shut down before the patient was harmed." A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.